Manufacturer narrative:
Block a2: patients age is over 60 years old, but exact age is unknown.

Event description:
It was reported that the patient had severe dysesthetic leg pain that occurred two weeks after undergoing an intercept procedure. The patient went to the emergency room (ER) and was hospitalized for a few days due to severe pain. Post-operative imaging was performed and showed no nerve compression or complications. It was found that the patient had a selective nerve root block and the pain was resolved. Additional information was received that the patient did not have a prior history of leg pain or MRI findings of nerve impingement.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had severe dysesthetic leg pain that occurred two weeks after undergoing an intracept procedure. The patient went to the emergency room (ER) and was hospitalized for a few days due to severe pain. Post-operative imaging was performed and showed no nerve compression or complications. It was found that the patient had a selective nerve root block and the pain was resolved.